Manufacturer narrative:
Follow-up 4/5/2016: it was reported that customer's bg levels were at 340 (mg/dl); however, customer stated they had just consumed food and beer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 452 (mg/dl). Insulin injections were delivered to address bg levels. During troubleshooting with tandem technical support, it was determined that the pump time was inaccurate by 12 hours and a time segment was missing from the customer's profile. The pump time was corrected and customer was guided through adding a time segment. It was indicated that the customer would also deliver a bolus and change the infusion site.